Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "device suddenly shuts down during patient transport". There is need for medical intervention reported. The ventilator device needed to be restarted. Hamilton medical ag received no further details. Neither harm to the patient, user or third party has been reported. The investigation is ongoing.